Event description:
It was reported that during the implant procedure, the left ventricle (lv) lead was dislocated and could not be fixed when it was placed on the lv due to patient¿s blood vessels were twisted. The physician attempted to place the lv lead few times however, it was not successful. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were dislodgement and ¿lead could not be fixed¿. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Final analysis via electrical testing showed no indication of conductor fractures or internal shorts. Additionally, visual and x-ray inspection of the lead showed no anomalies.

Event description:
Information received earlier confirmed the dislodgement of the left ventricle lead was identified under diagnostic imaging.